Event description:
It was reported that the customer had high blood glucose levels. Customer uses humalog and changes the cartridge every 3-4 days. Customer changed the infusion set to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.